Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's mac sheath was found to have a crack located below the junction hub. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was required beyond removal of the affected device.